Manufacturer narrative:
This pt reported some form of taste disturbance that persisted after the first fitting after activation. At fitting, pt said his taste still not normal, but has improved. Pt also said his mouth gets very dry since the surgery. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.

Event description:
Taste disturbance reported after first fitting. Initial implant (B)(6) 2012.